Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a syncopal episode while driving and crashed his car. The patient was seen in the emergency room, the right ventricular exhibited loss of capture was noted on a surface EKG. The lead was capped and replaced on (B)(6) 2016. The patient was stable after the procedure.